Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 20x3.00mm rebel stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed and it was noted that the back end of the stent was flared out. The procedure was completed with a different device. No patient complications were reported.